Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 short port balloon burst. One small piece of the balloon detached but was retrieved from the original incision as it was right at the trocar site. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returning. The lot number is unk.

Manufacturer narrative:
Investigation: visual inspection revealed that the silicone and latex had burst. A piece of the balloon was found inside of the btt. The device was very bloody. Based upon the visual observations, the reported complaint for "short port burst" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).